Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the following parts were found to be damaged: the short and long black covers, the head restraints and load plate cover. Blood contamination was found on the ui (user interface) membrane as well as inside of the platform. The on/off button was also observed to be split. From the condition of the platform, the damages appear to have been caused by wear and tear. Functional testing was performed and the reported "system error" was reproduced. Further inspection determined the cause to be a system processor board that was not functioning properly. Load cell characterization was also performed and it was observed that one of the load cells was not responding to low weights. A review of the archive was attempted, however a review was not possible due to a latched 71 error. The archive could not be accessed. Based on the investigation, the part(s) identified for replacement were the system processor board, the short and long black covers, the head restraints, load plate cover, the ui membrane, the rubber on/off button and the load cell. In summary, the reported complaint of the platform displaying a "system error" was confirmed during functional testing and was attributed to a system processor board not functioning properly. During load cell characterization, one of the load cells was also found to be not functioning properly. Following replacement of the system processor board, load cell and other damaged parts noted during visual inspection, the device passed all testing criteria.

Event description:
Complainant alleged that the autopulse® platform displayed a "system error- out of service" message. No patient involvement was reported. No further details were provided.